Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 50-year-old male post cardiac arrest was provided impella cp support. The patient lost doppler pulse in the right leg during the support. As a result of the noted condition, the decision was made to explant the pump.

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. No product was returned. As per clinical, there was no flow observed down the impella leg (right femoral) and the pump was explanted which resolved the ischemia. The cause of the limb ischemia issue was most likely patient condition related based on clinical review.